Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable thyrotropin (tsh) results for two patient samples when compared to the results from an abbott architect analyzer. All the results are in mui/l. Patient sample 1 initial result was 6.50 and the result from the architect on (B)(6) 2010 was 2.85. A result of 5.52 on (B)(6) 2010 was also provided, but it was unclear if this result was from the same sample. Patient sample 2 initial result on (B)(6) 2010 was 8.90 and the result from the architect on (B)(6) 2010 was 2.86. A result of 8.40 was also provided, but it was unclear if this result was from the same sample. The date of testing was not provided. No adverse events were alleged regarding the issue. The lot number of the tsh reagent was 158999.

Manufacturer narrative:
Two samples were provided for investigation, however the samples were not clearly labeled to determine which sample was associated with which patient. The sample volume provided for investigation was insufficient to carry out a full investigation. One returned sample, identified as (B)(4) was tested and results were above the normal range. No further testing or investigation was possible due to the low volume of sample provided. A specific root cause remains unclear. The second returned sample, identified as (B)(4) did not contain sufficient volume for any testing to be performed. A specific root cause could not be identified. No adverse events were reported.